Manufacturer narrative:
Visual inspection of the returned persona tasp right bottom; confirms that the locking post had fractured away from the plate. It was also noted that there is a gouge on the posterior edge of the medial tab. Other lines and wear marks are seen on the surface of the tasp indicative of use. The device had an potential field age of 2 years 10 months. It is unknown how many times this device had been used during that time. This device is used for treatment. Field notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of this provisional construct. Additionally, a redesign of this product occurred as a result of corrective and preventive actions; this device was manufactured prior to the design change.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured upon insertion.